Event description:
The customer reported that at the end of a therapeutic plasma exchange (tpe) procedure, a 'pump problem' with the spectra optia machine prevented them from doing rinseback to the patient. The patient was given an IV infusion of saline. Due to EU personal data protection laws, the patient information is not available from the customer. Patient gender and weight were obtained from the run files.

Manufacturer narrative:
Investigation: the run data files (rdf) were analyzed for this event. A review of the rdfs for this procedure indicated an issue with the inlet pump is what prevented the system from completing rinseback. The ¿pump 2 (inlet pump) malfunctioned¿ alarm was triggered 18 times during this procedure. The operator attempted to reset the system, as recommended on the alarm screen, but the alarm recurred. The operator subsequently attempted to perform rinseback and end the procedure, however, the alarm was again continuously triggered upon every attempt. Eventually, the operator proceeded to disconnect the patient without performing rinseback and the alarm occurred again during unloading of the cassette. These rdfs were also evaluated by the terumo bct global equipment support group and the innovation and development group. No root cause for the inlet pump failures could be determined during that investigation. Consequently, it was recommended to remove the machine from service. The machine was removed from the customer site. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This record was identified during a retrospective review of MDR's, per FDA request, to identify records in which a serious injury or medical intervention occurred, but the type of reportable event was not indicated as a serious injury in the MDR form. This supplement is being filed to modify information per FDA request.

Manufacturer narrative:
Investigation: terumo bct's mechanical engineer evaluated the rdfs and confirmed that no issues were found with the pump speeds. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the patient's final fluid balance at the end of the procedure was 97%. Terumo bct's service technician replaced the motherboard circuit card and the inlet pump motor. The device was removed for the customer site and the safety stack circuit cards and the top cap circuit cards were replaced. The used top cap circuit card and safety stack circuit cards were evaluated. The reported condition could not be duplicated. A 1 year service history report indicates that there have been several attempts to resolve ac and inlet pump issues over the past year that were reported but not able to be replicated in the field. Additional service was performed on the device between the most recent incident and the removal of the device from use and the most recent repair. Terumo bct's r and d engineer's reviewed the rdf's and identified a signal consistent with a high impedance short between the hall effect sensors of pump 1 (ac) and pump 2 (inlet) as the source of the pump alarms. Root cause: a signal issue of the hall effect sensors within an undetermined component of the device was the cause of the inlet pump alarms.